Manufacturer narrative:
The information was received from the (B)(4). The information provided is vague. Additional information has been requested. The complainant indicated that the device will be returned for evaluation but to date the sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the registered nurse noticed dripping/leaking from connection point between the feeding tubing and the bag of feed. Upon changing entire system (bag and tubing), the registered nurse spiked a new bag with new (sealed) tubing. Immediately as the bag was hung, the tubing became disconnected from its cap (male end) falling out and spilling the diet on the ground.

Manufacturer narrative:
Section was updated with the name, facility and address of the initial reporter.